Event description:
It was reported the products show contaminated upon the opening of the outer boxes. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the returned product, which was evaluated. Visual inspection found and confirmed debris in the opened blister along with some staining on the tyvek lid. The outer packaging was not returned and that the foil pack has been cut. No debris were noted on the foil pack or pin that was returned. The larger package seen in the overall photo was unopened but there is also some black debris along with two pieces of unknown white debris. This larger package was not opened to preserve the debris in the sealed package. Item and lot numbers are not confirmed as no outer packaging or patient labels were returned. Further, the manufacturing subject matter experts final analysis revealed that no such material (debris) exists in the current clean room configuration. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.